Event description:
It was reported that perivalvular prosthetic valve regurgitation occurred. A 27mm lotus edge valve was advanced for implantation. Repeated asymmetric unsheathing was noted and unable to be resolved with mitigation. The physician elected to downsize the valve. The 27mm lotus edge valve was removed and a 25mm lotus edge valve was advanced. Asymmetric unsheathing was noted again but was mitigated. The 25mm lotus edge valve was implanted in an acceptable position. Transthoracic echocardiography showed a mild to moderate leak around a nodule of calcium. The gradient decreased from 100mmhg to 0. The patient condition is stable.